Manufacturer narrative:
Manufacturer's investigation conclusion: a full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported infection could not be conclusively determined. The instructions for use list infection as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced percutaneous lead (driveline) infection was re ported under medwatch MFR report# 2916596-2019-00525. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial, ide# (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 7 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was hospitalized and changes to medication were made. The patient had an ongoing infection originally thought to be associated with previously reported percutaneous lead (driveline) infection ¿ sepsis versus bacteremia. Blood cultures x 3 have been negative to date. 1 blood culture (bc) + gram neg rods h & p: rigors for approximately 1 hour on day of presentation with hypotension and elevated rising lactate at outside hospital. The patient has been changing wound vac without formal training as well as injecting nonsterile syringes into the antibiotics and then injecting that into the PICC. The vad team appears to think this is the most likely culprit given well healing of the driveline area. Persistently has grown (B)(6) in the past. The vad team suspects this admission to be less likely pneumonia, influenza or uti given lack of symptoms. On (B)(6) 2019, infectious disease consult confirmed central line infection with environmental gram negative rod. On (B)(6) 2019, PICC was removed and blood cultures showed no growth.

Manufacturer narrative:
Section d1: corrected information.